Manufacturer narrative:
UDI #:not available since product lot number was not provided. Lot number and expiration date: not available since product lot number was not provided. Label copy states corneal fixation vacuum loss can occur. There are several factors that may contribute to suction issues such as doctor¿s technique in applying the suction ring to the cornea, doctor¿s technique in squeezing the pi clip to secure the suction ring to the pi cone and patient anatomy affecting the interface between the patient¿s cornea and the suction ring. Mfg date: not available since product lot number was not provided. All pertinent information available to abbott medical optics has been submitted.

Event description:
The clinic reported that a laser vision correction patient had surgery on (B)(6) 2015 and there was suction loss during laser firing due to patient movement 10 seconds into the procedure. Surgeon placed the ring again and patient moved again and broke suction a second time. Again surgeon replaced the ring and was then docked and flap was completed without any further problems. Flap was lifted under the visx laser. Surgeon noted an extra flap of tissue centrally and near the hing and tried to smooth it down and eventually flushed with balanced salt solution and replaced the flap. Surgeon examined the patient under the slit lamp. Surgeon took patient back into laser suite lifted flap dried and smoothed flap of tissue on bed and flap side and dried then placed flap carefully back into position, replaced flap. Patient last seen on (B)(6) 2016 and visual acuity without correction is 20/20 in right eye. Surgeon reported that may consider surgery in the future but at this point patient does not want to proceed with any additional surgery.